Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with bd vacutainer® urinalysis urine tube the sample appeared discolored "green". The following information was provided by the initial reporter: customer reported they detected a color variation on the urine sample collected on the no additive tubes 364979. Customer reported the sample from the same patient was collected on the 364951 tube and in the 364979 tube. The sample from tube 364951 shows a regular yellow coloration, meanwhile the sample collected on 364979 tube showed a green coloration.

Event description:
It was reported that during use with bd vacutainer® urinalysis urine tube tube the sample appeared discolored "green". The following information was provided by the initial reporter: customer reported they detected a color variation on the urine sample collected on the no additive tubes 364979. Customer reported the sample from the same patient was collected on the 364951 tube and in the 364979 tube. The sample from tube 364951 shows a regular yellow coloration, meanwhile the sample collected on 364979 tube showed a green coloration.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.